Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that after the patient was turned and cleaned, the rns found the bed soaking wet with urine and no more urine draining in the foley bag. There were attempts to resolve the issue that included deflating and reinflating the balloon without success to drain the foley in the bag. The foley was replaced.

Manufacturer narrative:
The reported event was unconfirmed. When the tip of the returned latex temperature sensing catheter was placed in the in-house leg bag outlet tube, water was seen leaking out of the sample port connector. On closer examination, it was noticed that the blue stem was missing and the connector was broken. The tamper evident seal was pulled to verify that no leaks were coming from the catheter. No leaks were found. The device failed to meet specifications as the blue stem was missing and the connector was broken. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿visually inspect the product for any imperfections or surface deteriorations prior to use."

Event description:
It was reported that after the patient was turned and cleaned, the rns found the bed soaking wet with urine and no more urine draining in the foley bag. There were attempts to resolve the issue that included deflating and reinflating the balloon without success to drain the foley in the bag. The foley was replaced.